Event description:
Related manufacturer reference number:2017865-2022-06832. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture and loss of sensing. During lead revision procedure, it was noted that atrial set screw of patient's implantable cardioverter defibrillator(ICD) was unable to remove. The atrial lead was capped and replaced on (B)(6) 2022. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination was normal with no anomalies found.